Manufacturer narrative:
The investigation for the reported access site bleeding issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The cause of the low pump flow was most likely biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported that an impella cp had low flows.. Low flows remained throughout support with normal mc and echocardiogram (echo) images. It is unknown how the reported issue was resolved. It was noted the patient was successfully wean and the device was removed in cath lab.